Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had high impedances and experiencing inadequate stimulation. The patient underwent a lead replacement procedure wherein linear leads were implanted to cover new foot pain. The patient was doing well postoperatively and coverage was regained. The explanted lead was discarded.